Manufacturer narrative:
Zimvie complaint cmp-(B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
Site appeared normal, patient requested implant removal due to pain. Site grafted at time of implant placement with allograft. Symptoms as a result of the event: pain.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation (images are attached). Visual evaluation of the as returned device identified the implant with signs of use, no malfunction was identified with the implant that would contribute to the reported event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.